Event description:
Reportedly, the customer was unsure if blood glucose level was impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance while attempting to load a new cartridge. The customer changed the needle tip and was able to successfully load the cartridge. There was no reported impact to the customer's blood glucose level.